Event description:
It was reported that during a lap lobectomy, the cartridge did not seem to be loaded properly at the 1st stroke of the 4th cartridge. An instrument loading the cartridge could be fired properly. Reinforcement material was not used. The deployed staples were b-formed shape. There were no adverse consequences for the patient. Additional followup: was there an issue with loading the cartridge?---the cartridge seemed to be loose on the cartridge jaw. Was the device fully open when loading/unloading? ---no information. Was the cartridge eventually seated properly in the anvil jaws? ---the cartridge seemed to be loose. Was the anvil jaw and cartridge jaw cleaned between loadings? ---yes. Was the device visually inspected to confirm there were no staples in the anvil jaw and cartridge jaw from previous firing? ---no information. On what tissue type was the device used? At what location on the tissue? ---bronchial tubes. Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? If so, when? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr45g reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reload. The cartridge was loaded into a test device and snapped into place without difficulties.